Event description:
On 09 july 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. A. (B)(6) 2025, bgm 02:30 am - 160 and cgm low. B. (B)(6) 2025, bgm 07:40 am - 128 and cgm low. C. (B)(6) 2025, bgm 12:17 am - 154 and cgm low. D. (B)(6) 2025,bgm 8:44 am -- 121 and cgm 74. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not returned to senseonics. A further review of the in-vivo raw sensor data showed optical instability around the time frame of the reported inaccuracies. This most likely contributed to the inaccuracies reported. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor's chemical component (hydrogel). No further investigation was possible for this complaint. As part of resolution, the customer was given a replacement sensor. B4. Date of this report 07 oct 2025. G3. Date received by the manufacturer? 07 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.